Manufacturer narrative:
The pump passed all operating currents and tested within the specification range. The pump passed the off no power test. The pump was monitored and tested with no blank display. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump turned off on (B)(6) 2015 and did not turn back on since then. The customer changed the battery multiple times but the display did not return. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is unknown. Customer reverted to back up plan. The insulin pump would be replaced and returned for analysis.